Event description:
During an atrial fibrillation ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. After ablation of the right inferior pulmonary vein, a cardiac tamponade was noted. A pericardiocentesis was performed, which stabilized the pt. The pt was in good condition and the procedure was successfully completed. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the reported cardiac tamponade occurred during ablation of the pulmonary vein. Per the IFU, vascular perforation is an inherent risk of any electrode placement.